Event description:
It was reported from ICU that the biomed received the device from nursing staff with a red tag stating: "alarmed for occlusion on fluid side but there was no occlusion." This occurred during patient use, with a norepinephrine primary infusion (concentration 16mg/250ml, rate not provided). The patient became hypotensive, and required an increase in rate of the norepinephrine until the patient's blood pressure stabilized. Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s reported complaint of fluid side occlusion alarms when no occlusions were present was not reproduced during the investigation. Log analysis results: results from a review of the logs confirmed the presence of four fluid side occlusion alarms between 7:38 am and 7:43 am on the date of the event. The system was received with the profile ¿adult¿. The pump module pressure mode was set to ¿pump mode¿. Based on the logs, the norepinephrine infusion (drugid: (B)(4)) was started on (B)(6) 2021 at 11:45 pm. During the infusion the dose was changed multiple times which updated the rate of infusion each time it was updated. The pump module was channeled off after the last occlusion alarm at 7:43 am on (B)(6) 2021. Test results: test results consisting of a functional test, asm occlusion and analog sensor testing confirmed the pressure sensors operating as intended. . The root cause of the customer¿s experience with fluid side occlusion alarms was not definitively determined. Device history review: a review of the device history record showed the device had a manufacturer date of 01/12/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n 15453245 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, further information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported from ICU that "the 8100 inclusion started without setup." Biomed received the device from nursing staff with a red tag stating: "alarmed for occlusion on fluid side but there was no occlusion." This occurred during patient use, with a norepinephrine primary infusion (concentration 16mg/250ml, rate not provided). The patient became hypotensive, and required an increase in rate of the norepinephrine until the patient's blood pressure stabilized. Although requested, further information was not provided.